Manufacturer narrative:
Pump received with no esc and act button response due to corroded keypad traces. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
The insulin pump received with no esc and act button response due to corroded keypad traces. The insulin pump received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that there is an anomaly with their keypad. The blood glucose reading is unknown. Nothing further reported.